Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned and analyzed. No anomalies were found; however, visual summary analysis of the lead indicated apparent explant damage. This lead was originally reported via remedial action exemption. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead had been capped and replaced. The rv lead was subsequently explanted. During the explant procedure, the helix would not fully retract. No patient complications have been reported as a result of this event.